Manufacturer narrative:
Philips service reconnected the footswitch cable, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a footswitch cable was loose, causing x-ray exposure failure bedside on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.